Event description:
It was reported that during a scheduled filter removal, the device was found to have migrated from l2 to l3, and was tilted 30 degrees with the apex against the caval wall. The physician attempted to remove the device, but was unsuccessful and resulted in the device tilting in the other direction with the legs twisted. There was no clot in the filter; there are no plans to attempt another removal. The device was implanted for pe following a bariatric procedure. There were no difficulties noted during the original implant. The ivc diameter was noted to be 18-20mm. No pt injury was reported; the pt is asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number is unk. The result of the investigation was inconclusive as no sample was returned for evaluation. It is unk if patient or procedural factors contributed to this event. The current IFU (information for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. The current IFU (information for use) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.